Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy on an unknown date. According to the reporter, the dilution was done correctly. No other treatment details were provided. On an unknown date, the patient developed 3 nodules in the neck approximately 1 year after she was injected with poly-l-lactic acid. No other event details were mentioned. Relevant medical history and concomitant medication information were not mentioned. Action taken: no action taken. Corrective treatment - unknown. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated. (B)(4). Physician causality assessment: probable.